Manufacturer narrative:
(B)(4): unapproved or contraindicated use (neck angulation > 60 degrees, neck diameter less than 19 mm).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 4.3 cm diameter abdominal aortic aneurysm. The proximal aortic neck had a diameter of 17 mm, a length of 20 mm, and had an angulation of 90 degrees. It was reported that the physician attempted to implant the stent graft. The bifurcate and an additional ipsilateral limb were successfully placed. While attempting to implant the contralateral limb stent graft, the distal tip of the delivery system touched the severely angled proximal neck, such that the delivery system was unable to be delivered higher than the flow divider. A different guide wire was used, but without success. The physician then used another manufacturer's device in the inside of the ipsilateral limb while trying to advance the delivery system. This also was ineffective. Finally, the physician used another manufacturer's device in conjunction with a gore excluder to place a contralateral limb. The physician was able advance the other manufacturer's device into the bifurcate for an overlap of 25 mm and deployed the device. Final angiography showed that the bifurcate had migrated several millimeters proximally and had covered more than half of the left renal artery. In addition, a type ia endoleak was observed. No clinical sequelae were reported and the patient will be monitored the physician commented if long main body had been implanted, the contra limb should not have stuck and proximal side might have been able to seal completely. The type ia endoleak is expected to be resolved soon.